Event description:
Information received from the field does not address the patient's clinical status but notes that transtelephonic ECG monitoring showed noncapture and intermittent undersensing after the patient received eight shocks from was unsuccessful and the pacemaker had reached end of service. There were no plans to replace the pulse generator.~~~~